Event description:
Customer reports to have received incorrect products and is upset as she states her blood glucose has been between 35 mg/dl and 500 mg/dl. Customer declined troubleshooting for high or low blood glucose as customer states she is handling blood glucose matters with her healthcare professional. She states that basal rates will be changed. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).